Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer m/l taper stem cat#unk lot#unk, zimmer versys femoral head cat#unk lot#unk, zimmer kinectiv neck cat#unk lot#unk, zimmer cup cat#unk lot#unk, zimmer liner cat#unk lot#unk. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, associated reports: 0001822565 - 2020 - 03255, 0002648920 - 2020 - 00415.

Event description:
It was reported the patient underwent right total hip arthroplasty. Subsequently, patient has unknown allegations. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: item # 00630505036 item name liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells lot # 61938219. Item # 00620205222 item name shell porous with cluster holes 52 mm lot # 61900302. Item # 00625006530 item name bone scr 6.5x30 self-tap lot # 61942114. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a right total hip arthroplasty procedure, when zimmer biomet products were implanted. No revision has been scheduled and no specific allegations against the components. Review of the device history records identified no deviations or anomalies during manufacturing related to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.